Event description:
Same as MDR ID 2134265-2013-01176, 2134265-2013-01177. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. During the ivus procedure, the motordrive of ilab imaging system was unable to pull back an atlantis sr pro2 imaging catheter. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient condition was good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same as MDR ID 2134265-2013-01176, 2134265-2013-01177. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. During the ivus procedure, the motordrive of ilab imaging system was unable to pull back an atlantis sr pro2 imaging catheter. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. All investigation procedures and testing, including decontamination were performed. Two flaps of the hub rotator were damage. The unit was able to connect into mdu system properly. The returned pullback sled appears normal and no damage was observed. By using a related complaint pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The probable root cause is design related. (B)(4).